Event description:
It was reported that a user of the ilet experienced hyperglycemia with meter displaying ¿high,¿ while using an inset infusion set and without alarms, visible leaks, air bubbles, kinks, or noted bent cannula; the user worked with a healthcare professional and planned to change to a different insertion site to mitigate potential scar tissue. Symptoms included high blood glucose. Outcomes included no reported hospitalization or medical intervention beyond troubleshooting and education. Investigation included user interview and troubleshooting guidance. Investigation of this case revealed no confirmed device malfunction or component failure and no occlusion alerts, with potential reduced insulin absorption at the insertion site considered. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.